Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: surgical notes: complex removal & revision of distal femoral components and plate system; removal of femoral bone; custom proximal femoral plate/nail intertrochanteric prosthesis placed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant alignment is overall maintained with a femoral replacement device. There is an articular yoke fracture. There is no evidence of implant loosening. Proximal femoral fixation hardware is intact. Complaint is confirmed with provided radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced a fractured yoke four years, five months post implantation. A revision is expected, however there is no planned revision at this time. Only the yoke fractured, remaining implants appear to be ok. Patient had prior history of right femoral osteosarcoma.